Event description:
It was reported that the right ventricular (rv) lead was exhibiting high out-of-range shock impedance. Boston scientific technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high out-of-range shock impedance. Boston scientific technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the patient will continue to be monitored. The cause of the high out-of-range shock impedance is unknown.